Event description:
A report was received that the patient experienced difficulty charging. It was assessed that the ipg was implanted too deep. The patient underwent a revision procedure in which the ipg was placed more superficially in a new pocket. The patient is now able to charge and is doing well post operatively.